Event description:
It was reported that the device entered backup vvi mode due to event queue overflow. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no adverse consequences.